Manufacturer narrative:
Batch review performed on 28 august 2020: lot 175042: 160 items manufactured and released on (B)(6) 2017. Expiration date: 07.09.2022. No anomalies found related to the problem. To date, 156 items of the same lot have been already sold with another similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon revised the poly 2 months after primary. The surgery was completed successfully.